Manufacturer narrative:
Reported event: the event reported the small rotation knob of impactor broke off during the procedure. Device evaluation and results: visual inspection of the impactor shows the absence of the orientation pin (p/n 209369) which is welded to the connection shaft 209361. This allows the impactor to rotate freely within the end effector instead of locking in the impactor's orientation. There are remnants of weld left on the connector shaft showing the part was originally welded together. Dimensional inspection was not completed as the failure of a missing orientation pin was visually confirmed. Functional inspection was not completed as the failure of a missing orientation pin was visually confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 4/21/2014. (B)(4) was found in the records for l/n 028548. None of the non-conformances reported (B)(4) were related to the alleged failure described in this complaint. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding restoris pst rio offset shell impactor for missing orientation pin for l/n 028548. No similar failure was found within the catsweb database. Four device complaints for l/n 028548 were found within the trackwise database ((B)(4)) relating to missing orientation pin. Tracking of complaints related to p/n 209360 will be tracked through (B)(4). Conclusions: the restoris pst rio offset shell impactor (p/n 209360, l/n 028548) was evaluated visually upon receipt and the reported event was confirmed. There was visual evidence of the missing orientation pin that was once welded to the shaft. Weld remnants were seen in the area where the pin was once welded.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the impactor orientation pin detached from the impactor shaft. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the impactor orientation pin detached from the impactor shaft. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed when additional information is obtained.